Event description:
It was reported that the bd¿ arterial cannula with flowswitch experienced catheter tip damaged. The following information was provided by the initial reporter: the ICU teacher reported that during the use of the product, it was found that there were folds at the tip of the catheter, and the folds were very hard, which felt non-artificial. Received an update from the sales representative, and the description of the incident was updated as follows: the nurse inserted the radial artery catheter for the patient. The puncture needle just pierced through the skin, and the resistance was felt during the insertion process. When it was pulled out, it was found that the outer cannula became blunt and damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-may-2023 . H6: investigation summary our quality engineer inspected the 3 photos and 1 used sample submitted for evaluation. The reported issue of peelback was confirmed upon inspection of the samples. Analysis of the samples showed that the catheter had peeled back on the needle. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula with flowswitch experienced catheter tip damaged. The following information was provided by the initial reporter: the ICU teacher reported that during the use of the product, it was found that there were folds at the tip of the catheter, and the folds were very hard, which felt non-artificial. Received an update from the sales representative, and the description of the incident was updated as follows: the nurse inserted the radial artery catheter for the patient. The puncture needle just pierced through the skin, and the resistance was felt during the insertion process. When it was pulled out, it was found that the outer cannula became blunt and damaged.